Manufacturer narrative:
H6: the product was returned for evaluation. Visual examination of the device shows deformation and scratching in the internal recess of the nail where the compression screw is to be inserted and the compression screw is still inside the valor nail.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent surgical procedure on the foot. Allegedly, the internal compression screw of the nail could not be moved from the predetermined position so the internal compression screw cannot compress the calcaneal screw. The surgeon replaced the nail with a new nail. No patient complications were reported.